Manufacturer narrative:
Product event summary: analysis confirmed that both output connectors were broken. It was also found that the hanger assembly was broken, the main seal is twisted, and the serial number label is gouged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular receptacles on the external pulse generator (epg) were cracked and the plastic was broken. It was also reported that the pole hanger was broken. The epg has been returned for repair. There was no patient involvement.